Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's wife that the customer passed away on (B)(6) of 2014 while attached to his insulin pump. Cause of death has not been confirmed by a healthcare professional, but customer's wife stated he passed away while asleep. Customer's blood glucose level was unk at time of passing. Nothing further reported.